Event description:
The customer stated that the navistar catheter was used to perform mapping and ablation and that when the catheter was changed to a non-bwi product, the pt's blood pressure dropped. It was reported that the physician performed drainage with no outcome, thus thoracotomy was performed. The pt has been reported to be recovering and the prognosis has been said to be satisfactory. The physician has reported that the causality of the tamponade was possibly procedure related.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."